Manufacturer narrative:
Complaint conclusion: as reported, the tip of an atw wire broke off during procedure. It was fully extracted. There was no harm to the patient. Two boxes with the same lot were put to the side so that they can be replaced with two boxes that are not potentially affected. The two boxes were not involved in a complaint. Attempts to gather further information were unsuccessful. The product was not returned for analysis. Per lake region report, lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot involved. The history records indicate this product went through final inspection testing at lake region medical and was determined to be acceptable. Referencing the product instructions for use (IFU), guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for bends or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Based on the limited information provided, and without films of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Please note that the gender of the patient is unknown. The device is expected to be returned for analysis, but it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of an atw wire broke off during procedure. It was fully extracted. There was no harm to the patient. Two boxes with the same lot were put to the side so that they can be replaced with two boxes that are not potentially effected. The two boxes were not involved in a complaint.